Event description:
While performing egd tip of gold probe broke off. Dr and staff report no extraordinary events to explain this. Tip was retrieved in suction port of endoscope. Microvasive probe co notified of event.